Manufacturer narrative:
The curved catheter without the detached tip was made available to the manufacturer. Engineering analysis indicates that the unit was within specification and identifies the likely cause of the detachment to be result of a shear force associated with supporting the weight of the assembly by the tip of the catheter. It appears that the use of the devices in this manner was aggravated by the position of the curved of the catheter. As such the assembly was positioned with the weight of the suspended assembly support against the curve of the tip, causing further stress. Use of the curved catheter through the 7fr and other manipulation is warned against in the accompanying dfu although the manufacturer did not foresee a clinician supporting the weight of the introducer by the tip of the curved catheter.

Event description:
Clinician reported threading the curved catheter into the introducer of the set and then advancing the curved catheter-introducer over a wire seated I the right internal jugular vein with a plan to access the right hepatic vein. After achieving access into the right hepatic vein with the assembly, the clinician reported being unable to advance the introducer over the curved catheter. The devices were removed leaving the wire in place. A curved catheter-introducer assembly was prepared in the same fashion using a second kit of the same lot. The clinician reported loading the assembly over the wire (outside the pt) by supporting the entire weight of the assembly by the curved tip of the catheter. Before the assembly was advanced into the pat, the clinician noted that the curved tip had detached from the body of the catheter. Another product was selected and the procedure was completed without further-delay.